Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in good condition with the screen scratched. The reported complaint was confirmed, as the device displayed error 1310. The error code occurs when the user allows the batteries to completely deplete while in the pump with the power off. Therefore, the error code presents itself upon power up. The only resolution required is to replace the batteries and clear the error code. In this case it appears that the customer either already replaced the batteries or returned the pump without batteries in it. Therefore, the only action was to clear the error code, which was performed.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error 1310. There was no patient involvement.